Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the clinical file was received. Review of the data file from the reported event concluded that the device worked as designed and within the limitations of the technology. The data file shows two occasions where the device displayed the ECG signal in pads mode and then the lead view was changed to lead ii and the signal is no longer displayed due to no ECG cable connected at the time. The device only displays and records the view mode that is selected. The file did show one occasion where the ECG signal is lost due to a pads off condition, indicating that a valid patient impedance was not being recognized. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old patient (gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.